Manufacturer narrative:
Device identifier # 10381780253549. The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since lot number or serial number was not provided. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility manager reported that the a1114 mayfield infinity skull clamp slipped and caused an unspecified patient injury. Additional information has been requested.

Manufacturer narrative:
An additional information was received from the customer on (B)(6) 2019 indicating that there was no injury to any patient (previously reported that there was patient injury). The customer had a mayfield that needed to be serviced but their director instead purchased two new mayfield's and the older one that needed service was taken out of use.

Event description:
N/a.